Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted on this complaint that reported a revision secondary to implanting a mismatched femoral head and liner. The revision was performed two days after the original implantation. The surgeon noted in the revision operative notes that he noticed what appeared to be a mismatch. However, investigating during the original implantation he could not find any mismatch. Post-operatively he was still not satisfied and investigated further. The stick sheets provided the answers and verified the mismatch, the implant sizes and the product labeling was correct. All documents as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to this patient beyond the additional surgery cannot be determined the revision certainly reduced the risk of dislocation. In conclusion, the root cause of this mismatch in components is likely a human procedural error and not a failure of the components. The sizes of the components that were implanted and the labeling was verified as what was actually implanted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is likely a procedural error. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that an oxinium femoral head, size 36mm, was revised two days after implantation due to an incorrect match with the implanted 32mm r3 xple acetabular liner. Chart stiks provided from the original implantation verified the implant sizes and the product labelling was correct. The femoral head was replaced with a oxinium femoral head, size 32mm. The surgeon noted that after impacting off the oxinium femoral head, size 36mm, the size 3 non-cemented hip stem had some slight movement, likely resulting from the force required to dislodge the femoral head. The stem was replaced with a size 4 stem of the same product family.